Event description:
The physician was attempting to ablate an endometrium using a laserscope endostat fibreoptic delivery system. When the laser was engaged, a large flash of light was seen. It should have been concentrated light at the tip of the fibre. The surgeon noticed several burn marks on the uterus.